Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during a repositioning procedure of this patient's right atrial (ra) lead, this right ventricular (rv) lead dislodged. During repositioning, the physician over-extended the helix and impedances were then noted to be high. The lead was removed and replaced. No additional adverse patient effects were reported.